Event description:
It was reported that a malfunction alarm occurred. The customers blood glucose (bg) level was "high"; although specific value was not provided. Customer addressed elevated bg via manual injection. During troubleshooting with technical support, the malfunction alarm was cleared, and insulin delivery was resumed successfully. Glucose level.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.